Manufacturer narrative:
Event date is estimated. Further information has been requested, but not received.

Event description:
It was reported that the patient's ipg is reaching end of life. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.